Event description:
Facility alleges hemolysis. Report indicates that approx. One hr into treatment pt complained of shortness of breath. In spite of standard treatment symptoms did not subside, and was taken off twenty minutes early. The pt went to the hospital sometime later following treatment and was admitted for hemolysis. Upon further evaluation of the bloodline, a large piece of plastic was found in the blood pump segment of the bloodline. Sample available for investigation. Pt's hct before incident: 34% after the incident hct: 25%, bilirubin 5.0, ldh: 4000, sgot: 500. Pt has history of esrd due to chronic glomerulonephritis-copd, cad-history of supraventricular tachycardia.